Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for generator change due to normal eri. Upon opening up the pocket, degradation of outer insulation was noted on the right ventricular lead portion that was behind the original can. The electrical function of the lead was stable. Medical adhesive was used and the lead was sutured down. The patient was stable throughout the procedure.